Event description:
Patient was implanted with an ipg on (B)(6) 2020. On (B)(6) 2020 the patient reported that the incision was irritated and draining fluid. The physician is monitoring the healing of the incision.